Manufacturer narrative:
Although it was originally stated that the power plug was available to be returned, no parts have been returned to the manufacturer for physical evaluation at this time. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician (biomed) replaced the power plug to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Follow-up #2: device evaluation plant investigation: the power plug was returned to the manufacturer for analysis. The part was received with the power cord cut off. A visual examination was performed on the plug which revealed signs of heat damage on the prong of the neutral side of the plug. An inspection of the neutral prong showed signs of arcing and pitting. In addition, the plastic housing surrounding the neutral prong appeared to be melted. There was no heat damage observed on the other two terminals (hot and ground) of the plug. The plug was found to fit securely into an outlet which could not easily be unplugged. A functional resistance test was performed on the plug by measuring the resistance between the three wires (hot, neutral, and ground). In addition, the continuity was measured on each wire from the prongs to the end of the wires. Each wire of the cord found no discrepancies. All three wires had continuity from end to end and the resistance was open, as expected. The investigation into the cause of the complaint was able to confirm the reported event. A visual examination of the power plug confirmed that the part sustained heat damage. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a burned power plug. The machine had been removed from service for routine preventative maintenance (pm) when the plug damage was observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The biomed stated that the plug was blackened and internally melted. There was no burning smell, smoke, flame, or spark reported. There was no damage observed on any other components. The burned plug was original to the machine and the machine has approximately 6,090 hours. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the plug and then the unit passed an electrical leakage test. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.